Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from its fill port. This occurred before use. The device was filled with 160ml of fluorouracil and 80ml of normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was manufactured november 4, 2014 ¿ november 5, 2014. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph did not identify any objective evidence of a leak from the fill port of the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.